Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove, retraction issue and failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, all steps were performed successfully through deploying the clip; however, the starclose se device became stuck in the anatomy during removal. The access port and safety release did not release the device. After much twisting, the device was pulled out of the patient with slight bleeding observed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.